Event description:
It was reported that after auto rotated button was pressed the c-arm continued to rotate on its own. No injuries reported. Field engineer was dispatched to site and after investigation c-arm switches were replaced. Once this was completed the system was left working as intended.